Event description:
It was reported that pump displayed malfunction 13 that could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed shipping details, provided instructions for storage mode, and instructed customer to return malfunctioning pump within 10 days and to reprogram pump settings and reconnect continuous glucose monitor on replacement device.